Event description:
It was reported: in the emergency room, a nurse was attempting to dock the pt monitor onto the docking station and it was noted that the monitor fell off of the docking station and hit the floor. There was no injury involved. A biomed at the facility performed an evaluation of the docking station and reported that the connection door cover / locking mechanism on the docking station was loose.